Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe generator was analyzed. The unit was placed an in-house system and was run in normal mode. The reported error was confirmed by the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure, the erbe generator was giving c-00 error. Prior to calling, the erbe generator was restarted multiple times with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) found error c-33 on the erbe generator in the live logs. The tse walked caller through ensuring the power cord was in a dedicated outlet and removed the cables going to erbe generator then reinstalled the rcb connector and power cable. The error returned on powerup. The tse recommended using a third-party force triad generator with activation cable or a different da vinci vision tower. The caller was going to discuss with the staff and see if he can find another tower or force triad generator. The caller will call back if they need assistance with setting up alternative generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator was giving a c-00 error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electro surgical generator unit (iesu). The fse verified the vse was ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.